Event description:
It was reported that the patient experienced shocking at the implantable neurostimulator site. An impedance check revealed high impedance on electrode #2. The implantable neurostimulator was replaced, at which time it was discovered that one of the set screws was not tight. Following the device replacement the impedance check was "ok". The patient recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator was received for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.